Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer was using fiasp for insulin therapy. Reportedly, customer changed supplies and successfully resumed insulin therapy. Additionally, it was reported that the wake button was delayed in responding to touch. Reportedly, the customer applied more force to the button to resolve the issue. Customer's blood glucose level was 400 mg/dl.